Manufacturer narrative:
(B)(6). The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown therefore, a review of the manufacturing documentation could not be performed. The most probable root cause classification is anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use. (B)(4). Device not returned for analysis.

Event description:
(B)(4). It was reported that during the coronary artery stenting treatment procedure, a dissection occurred. The 90% stenosed target lesion being treated was located in the proximal left circumflex (lcx) with lesion length of 16mm and vessel diameter of 2.75mm. Pre-dilatation was performed with a 2.5x12mm maverick2 balloon inflated to 12 atm resulting in "small dissection" per the (B)(6) lab. The dissection was completely covered by the 2.7x16mm study stent that was implanted. The lesion was post-dilated at 16 atm. Angiographic result was good with 0% residual stenosis and timi 3 flow.